Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, the patient was implanted with a bifurcated stent and a suprarenal extension/ cuff to treat an abdominal aortic aneurysm. During this procedure an intraoperative type 1b endoleak was suspected. Ballooning was performed however the endoleak was still present. An angiography was performed and a type 3b endoleak was suspected. The physician elected to implant another bifurcated stent graft. Type 3b endoleak was resolved but a type 2 endoleak was observed. More ballooning was performed and the type 2 endoleak was resolved.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following finding of a type 3b endoleak of the main body, another main body stent implant, resolved type 3b endoleak intra-operative. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. The procedure related harms identified were type ii endoleak from lumbar which was resolved with angioplasty. The final patient status was reported to be in stable condition. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.